Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Intraprocedural or post-procedural images were not provided for review; therefore, the reported event cannot be confirmed. The instructions for use (IFU) identifies stent thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that the fred was successfully implanted as treatment for a left internal carotid artery (ica) aneurysm. Post-procedure, thrombus developed inside the stent. Aspiration thrombectomy was performed and integrilin was administered, which completely resolved the thrombus. There was no sequela.